Event description:
It was reported that this right ventricular (rv) lead dislodged. This was found during a routine check-up when there was hi threshold and a drop in sensing. A chest x-ray was performed to confirm the dislodgement. This required lead revision procedure was required to reposition the lead. There were no additional adverse patient effects reported.

Event description:
It was reported that this right ventricular (rv) lead dislodged. This was found during a routine check-up when there was high threshold and a drop in sensing. A chest x-ray was performed to confirm the dislodgement. This required lead revision procedure was required to reposition the lead. There were no additional adverse patient effects reported. Additional information was received indicating that the lead exhibited high thresholds and the physician decided to explant and replace the lead. The lead was returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead dislodged. This was found during a routine check-up when there was high threshold and a drop in sensing. A chest x-ray was performed to confirm the dislodgement. This required lead revision procedure was required to reposition the lead. There were no additional adverse patient effects reported. Additional information was received indicating that the lead exhibited high thresholds and the physician decided to explant and replace the lead. The lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.